Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was lost and needed assistance programming loaner insulin pump. Customer reported that blood glucose was 345 mg/dl and was 404 mg/dl at the time of call. Customer had symptoms of high blood glucose, customer felt nausea. Customer declined troubleshooting for high blood glucose. Customer reported of finding insulin pump.